Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 240 mg/dl, 73 mg/dl. Tests were done within < 10 minutes with a difference of 95%. Patient did not experience any adverse events. No further information has been reported.